Event description:
The patient stated that she has had 4 infusion tubings separate at the luer connection. She stated she checks her tubing regularly and found the separation during a routine check. The tubing had been in use for 7 days. Her blood glucose was elevated to 350 mg/dl and she gave herself an insulin injection to lower her blood glucose. She stated she feels "crappy" when her blood glucose is high. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.